Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported patient faced hole in the tube event on (B)(6) 2024.the infusion set was in use for 1 day. The leakage was on the tube. No further information available.

Manufacturer narrative:
(B)(6).